Event description:
(B)(4). It was reported that patient had dyspnea, angina and in-stent restenosis occurred. In (B)(6) 2011, patient underwent for cardiac catheterization and coronary angiography was performed. Target lesion was located in the proximal right coronary artery (rca) with 90% stenosis and was 5 mm long with a reference vessel diameter of 3.5 mm. Target lesion was treated with pre-dilatation and placement of a 3.50 mm x 16 mm ion stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with symptoms of dyspnea on exertion which was subsequently diagnosed as angina and was hospitalized on the same day. Subsequently, the patient was referred for cardiac catheterization and coronary angiography was performed. One day from admission, the 90% in-stent restenosis of the previously placed study stent in proximal rca was treated with a 3.5 x 15 mm non bsc drug-eluting stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).